Event description:
It was reported that the customer experienced elevated blood glucose levels (276 mg/dl). Reportedly, the customer forgot to delivery a bolus for the breakfast he consumed.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.